Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member, a manufacturer representative, and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient tries to adjust the setting on the left side, the numbers are changing; however, he isn¿t feeling any difference. This had been occurring for about a month or so, confirmed as 2016. The patient was unable to feel coverage on the left starting on (B)(6) 2016. The patient was not aware of any environmental or external factors that may have led or contributed to the issue. An impedance check shows contact 5 in the 9000 ohms and contact 4 in the 7000 ohms. Reprogramming around these contact allowed for the patient to be able to feel left sided coverage, although it was not as much in his back as before. The health care provider instructed the patient to try the new settings and if they are not adequate, they will work up for a possible revision. It was unknown if the issue was resolved at the time of the report. The patient¿s medical history includes chronic back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.